Event description:
A biomedical engineer reported that the lamp on the screen went out during a surgical procedure. The microscope was exchanged and the surgery was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).